Event description:
Near completion of case, retractors were removed per dr. Apparent bovie burns noted on bilateral sides of mouth. Hydrocortisone applied. Left upper lip white lesion noted and left lesion on left corner of mouth noted.